Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
Reporter stated that in performing back-to-back bg tests, using different fingers, she received results of 39 and 59 mg/dl. Reporter also stated she had dropped the meter a few weeks ago. Reporter currently under treatment for cancer, radiation and chemotherapy, resulting in edema in her legs. Reporter says confirmation dot doesn't always turn completely blue. Control solution test was 142(96-144).